Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported by the customer that the expressew will not open or grasp. The device was received and evaluated. Upon visual inspection, it could be observed that the device has some marks of wear and use as usual on these type of reusable devices. The device does not show any structural anomalies. The upper jaw is not bent or broken; however, the jaw is loose, it can be moved with the flinger tips all the way up and down. Due to the condition of the jaw, the functional test was not performed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the loose jaw can be attributed to procedural variables, such handling of the device or product interaction during procedure, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a loose jaw, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that the expressew iii w/o hook device would not open nor grasp. During in-house engineering evaluation, it was determined that the jaw was loose that it could be moved with the finger all the way up and down. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.